Event description:
It was reported that the ipg failed to consistently establish communication with external devices. Surgical intervention may take place to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.